Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-08. It was unknown when surgical intervention would occur. The rep would notify the team who support the replacement if components were explanted during the surgery. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. Beginning on an unknown date there was an overdischarge. The spinal cord stimulator (scs) was not helping so the patient stopped using their therapy. Now that they are settled down they want to try the scs again. The patient hasn¿t maintained their ins. The rep attempted to read the ins with the physician programmer and attempted to charge the ins; both failed. They were able to place the ins out of overdischarge mode on (B)(6) 2019. The patient was not able to recharge and on (B)(6) 2019 the ins overdischarged again. The physician recharge was unsuccessful. On (B)(6) 2019 they performed a successful physician recharge mode. They attempted to charge for one hour but were unable to read the ins. The patient would go home and charge and they would follow up next wee k. The patient would have surgical intervention but it hasn¿t been scheduled yet. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.